Event description:
Account reported that patient who underwent anterior capsulotomy and lens fragmentation with the catalys system subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. A vitrectomy had to be performed. Patient returned for retina surgery to remove lens fragments.

Manufacturer narrative:
Investigation of this incident included analysis of the system database, the system optical coherence tomography (oct) recording, the system video display recording, and the or surgical video. From the analysis of the system database and the system oct recording there were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. The surgeon selected custom fitting for posterior cornea and lens posterior. Analysis of the system oct images showed that the custom fits made by the surgeon for the posterior cornea appears normal. Analysis of the operating room surgical video showed that the surgeon did not use the standard continuous curvilinear capsulorrhexis (ccc) technique to remove the capsulotomy disc and that the anterior capsule tear was observed (he used more of a pseudo ccc). The catalys system performed as design; however the cause(s) of the anterior capsule tear is unknown.the catalys system operator manual contains a warning which states: ¿standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy.¿all pertinent information available to abbott medical optics has been submitted. Placeholder.